Event description:
The pt had a heart attack in 2003 and was transported to the hospital. They had the stent implanted that day because of occlusion of the main cardiac arteries. The next day, they developed 'slurred speech' at the hospital. Cat scan was done but did not reveal any thrombus. Pt was put on lipitor, glucotrol, accupril and nitrostat patch. On recovery, was transferred to rehab center then to nursing home. Expired the following month.